Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case.  Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(6), during a transfemoral transcatheter aortic valve replacement (tavr) with a 29mm sapien 3 valve, the delivery system balloon ruptured and valve malposition (too ventricular) occurred. As patient¿s ejection fraction was 15%, tavr was planned with cardiopulmonary bypass.  However, this was unable to be performed due to occlusion in inferior vena cava (ivc). While expanding the sapien 3 valve, the balloon of delivery system ruptured at full inflation. The device was immediately retracted. Aortography showed malposition of the valve at 50:50 to 60:40 (ventricular / aortic) position and severe aortic regurgitation. A decision was made to implant a second valve. The second valve was deployed in a higher position than the first valve. Post-dilation was performed and hemodynamics were again not stable. In addition to cardiac massage and adrenaline, the patient returned to ICU with ventricular assist device inserted. The operator stated the cause of the hemodynamic instability was likely ivc occlusion.

Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2020-14906. The delivery system was not returned to edwards lifesciences for evaluation.  In addition, no relevant imagery was provided for review.  Due to the unavailability of the device, engineering was unable to perform visual inspection, functional testing or dimensional analysis; therefore, presence of a manufacturing non-conformance was unable to be determined. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for balloon burst was unable to be confirmed. A review of DHR revealed no indication that a manufacturing nonconformance contributed to the event. A detailed root cause analysis for similar returned complaints has been summarized in a technical summary written by edwards lifesciences. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, and it details why balloons are subject to increased risk of burst in a calcified annulus. Per report, 'the balloon of delivery system ruptured during counting after full inflation'. Additionally, as noted that patient has aortic valve calcification. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The technical summary also outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). Available information therefore suggests that patient factors (calcification) likely contributed to the complaint event. The technical summary is applicable to this complaint because calcification was present in native annulus and could have caused the balloon to burst. Since no edwards defect was identified in the evaluation, no corrective or preventative action, nor product risk assessment are required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.